Manufacturer narrative:
Bd received 2 photographs from the customer in support of this complaint. Indicated failure modes: underfill was observed from the photographs. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for underfill was not observed: 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that patient sample in bd vacutainer® sst¿ ii advance plus blood collection tubes hemolysis occurred. Patient 2 of 10 the following information was provided by the initial reporter: vacuum failure in pictures provided, it's possible to observe 10 tubes partially filled = 10 underfill rows tubes have labels with patient information printed in each = 10 patients ID's.

Event description:
It was reported that patient sample in bd vacutainer® sst¿ ii advance plus blood collection tubes hemolysis occurred. Patient 2 of 10. The following information was provided by the initial reporter: vacuum failure in pictures provided, it's possible to observe 10 tubes partially filled = 10 underfill rows tubes have labels with patient information printed in each = 10 patients ID's.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.